Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the quick coupling device was not holding the k-wires properly and making a grinding noise. It was reported that there was a two to five minute delay in the procedure due to the event and an unspecified spare device was available and the procedure was successfully completed. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported however the reporter stated that the event probably occurred on (B)(6) 2016. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed it would not hold the smallest diameter k-wire and was making grinding noises. It was noted there was corrosion and metal shavings on internal components, clamps were worn, replaced necessary components. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to immersion and improper cleaning and care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.